Event description:
Medtronic lead model #4076 was found to have screw malfunction after being implanted in 2004. The event occurred during surgery and dr documented event in the operative reported. (Possible defective, it was never recorded in medtronic date as being implanted .......)